Manufacturer narrative:
(B)(4). Date sent: 6/24/2020. D4: batch # t94f4a. Investigation summary the analysis results found that an er320 device was received with the trigger closed and the shrouds were observed to be fractured. Additionally, the left bottom laminate of the feedbar was found to be bent inwards. After the initial inspection, the trigger was pulled open in an attempt to release the jaws. The trigger and jaws were able to be partially opened but did not open completely. No clip was in the jaws. After opening the jaws, the left and right laminate of the feedbar were further misaligned. At this point the knob was able to spin relatively freely. An attempt was then made to actuate the trigger and fire the device but the jaws and trigger became stuck closed again. No clips were able to be fed into the jaws. The device was then disassembled to examine the internal components. The trigger was found to be damaged, with the trigger tail broken off. In addition, the silicone lubricant on the left handle half was found to be applied to incorrect wall and was not present on the wall that interacts with the feeder plate. Scratches were observed on the wall where the silicone was found missing due to interaction with the feeder plate. In addition, a small burr was observed on the edge of the feeder plate. The shaft was disassembled and 18 clips were found remaining in the clip track. This defect is correlated to manufacture. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H2: additional information received: additional information was requested and the following was received: was there any "torquing" or downward pressure placed on the clip applier by the user? Impossible to say and not a question I would ask a surgeon. This is a high volume "cholecystectomy" center with hundreds of operations every year. What was the width of the cystic artery? No documentation about this from the doctor. No way to remember 2 months after. And very rarely a doctor will measure the artery during cholecystectomy. What troubleshooting steps were taken to open the device before pulling it off of the artery? There is no trouble shooting protocol for a case of this kind. Johnson's rep was not there during the operation. If they pulled it off it was because they could not release the clip. What color was the trigger handle of the device? Pretty sure it was grey. But you should be able to pull this up by the lot number.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2020. H2: additional information received: "as far as we know and understand from the surgeon, the hospitalization was prolonged by 2 days due to the issue with the er320 that caused the complication." Attempts are being made to obtain the following additional information and the device: please provide more information on the first 2 clips that did not close all the way (please describe the clip shape). Was there any torqueing or downward pressure placed on the clip applier by the user? What was the width of the cystic artery? What troubleshooting steps were taken to open the device before pulling it off of the artery? What color was the trigger handle of the device? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information and the device: did the patient have prolonged hospitalization (prolonged by two days) due to the issue experienced with the er320 device? Or was the prolonged hospitalization unrelated to the reported er320 device issue? To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy, three clips were fired on the cystic artery. The first two clips did not close all the way and the third got stuck on the artery without opening. The clipper got stuck on the artery, meaning the whole device was stuck in the abdomen. The clip tore the cystic duct and small arteriole and the doctor pulled it off which resulted in a bleed of approximately 50 ml. No transfusion was required. The doctors than applied pressure and asked for a new clip. They closed the artery and successfully finished the operation. Procedure was not converted to an open procedure, however, surgery was delayed an unspecified amount of time and patient hospitalization was prolonged for two additional days and it is believed the patient has been released home.